Manufacturer narrative:
(B)(4). Lens not returned.

Manufacturer narrative:
Explanted date - (B)(6) 2014. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior subcapsular cataract with no progression. Staar believes that the action to remove and/or replace the icl increases the risk for anterior subcapsular cataract. (B)(4).

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the raw material or manufacturing processes of this lens that was the root cause of the complaint. Based on the complaint history, work order search and the device history record review, a likely root cause of the event was determined to be due to incorrect lens size selection by the surgeon for the patient. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) /2014. The lens was explanted on (B)(6) 2014. The patient decided to have the lens removed and did not want another lens implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).